Event description:
Boston scientific received information that this device was explanted due to patient interference at the implanted site. It was reported that erosion was evident as the result of continuous manipulations. The device and associated right ventricular and right atrial leads were explanted. Microbiology samples testing for infection were necessary and antibiotics administered. No other adverse patient effects were reported.

Manufacturer narrative:
None of the explanted products are intended to be returned for post market evaluations. If a product is returned in the future, this event will be further updated.